Manufacturer narrative:
No 510(k) submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA and the results of the investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: the patient had pain on the right side and is thereby handicapped. There is a unusual amount of cobalt in the blood, so the doctor is suspicious of metallosis. First operation was on (B)(6) 2009. Re-operation was on (B)(6) 2010. (B)(6) have the products and will hold to send to third party when advised to do so. Update - added stem and sleeve, amended implant date, added kid number and marked as legal. Taken from kennedys email dated 7th august 2015

Event description:
The pt had pain on the right side and is thereby handicapped. There is an unusual amount of cobalt in the blood, so the doctor in suspicious of metallosis.